Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy product did not cut or aspirate well during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient. A product sample was retained. No additional information is expected.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of poor cutting and aspiration; therefore, the condition of the product could not be verified. A review of the related device history records associated with the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).